Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump in to charge, despite using multiple usb cables and wall outlets. The customer's blood glucose (bg) was 101 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer left the pump plugged into a power source for 15 minutes.